Event description:
At approx 06:00 the anesthesiologist completed the set-up of the circuit in preparation for use for the first patient of the day. The circuit was removed from its packing, filled with the water solution contained with the packing, connected to the anesthesia machine and the heater controller, and then established a flow of 5 liters/minute of oxygen. The anesthesiologist had to leave the room to get more equipment for the case. At approx 06:07 operating room staff smelled smoke and saw through the hallway room door that the complete circuit was on fire. One person turned off the oxygen supply and another got a hallway fire extinguisher -abc dry chemical type- and extinguished the fire.